Manufacturer narrative:
This report is submitted on september 01, 2023.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site, exposing the receiver/stimulator. There are no plans to explant the device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.